Manufacturer narrative:
Based on the investigation, the system provided the user with a predicted low glucose alert at 10:07 pm (est) prior to the reported hypoglycemia event at 10:15 pm (est). The system asserted low glucose alerts at 10:22 pm (est) and 10:37 pm (est). Based on this, the operation of the system was as per design.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did not alert him. The user did not require medical attention.